Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject ICD could not be interrogated with two different programmers on (B)(6) 2017. Based on ECG, the device operates normally (sensing and pacing). Last follow-up was reportedly performed on (B)(6) 2016, and the programmers of the center were upgraded to smartview version 2.54 on (B)(6) 2016. Last remote follow-up was on (B)(6) 2017.